Manufacturer narrative:
Device code relates to problem code for the reported event of wire broke. According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in a procedure performed on (B)(6) 2018. According to the complainant, the basket wire broke about 4cm from the proximal end of the basket while removing a stone. All pieces were retrieved. The procedure was completed with a different device. There were no patient complications as a result of this event. The patients¿ condition at the conclusion of the procedure was reported to be ¿no harm to the patient¿. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.